Event description:
A screw broke, allowing the potential for the head-end of the litter section to drop a maximum of 20 inches. It was found that there was a crack or a fissure in the screw caused by a weakness in the material.